Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in japan. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device needed repair as the motor was not rotating smoothly. No patient involvement was noted as a result diligence is complete.